Event description:
It was reported in a literature article that patient's atrial lead exhibited noise oversensing. Inappropriate mode switch was also noted due to oversensing on the lead. No intervention was performed. There were no patient consequences.